Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) saw air in the patient line during fill one on the home choice (hc). The hp stated that during the initial drain they noticed bubbles in the patient line. The hp stated the hc went to fill and they thought the bubbles would go into the drain line. The hp stated that during the fill the bubbles entered their catheter. The hp stated they did not see any more air and would continue with therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.